Event description:
It was reported that a patient presented to clinic for follow up and it was noted that there was no vibratory notifier during testing the implantable cardioverter defibrillator (ICD). No changes or interventions were performed; the device will continue to be monitored. There were no patient consequences.